Manufacturer narrative:
Serious and life threatening adverse events, including bleeding/gastrointestinal bleeding and death have been associated with use of this device as outlined in the instructions for use (IFU).  The IFU indicates that anticoagulation should be individualized for each patient and guidelines for optimal patient management including pre and post-operative include arterial and/or venous vascular disease, chronic low flow state and decreased mobility.  With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event.  Clinical factors that may have contributed to the reported event include the patient's recent unhealed polypectomy site and driveline I&d procedure combined with supratherapeutic inr.  Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that while hospitalized for driveline infection the patient was noted to be anemic. He denied any signs of bleeding at that time. During recovery from a surgical procedure the patient's international normalized ratio (inr) increased to 5.29. The reason for the increase was unknown. Gastroenterology was consulted; however, due to the patient's supratherapeutic inr a scope was contraindicated until levels decreased. The patient's inr eventually decreased and the rectal bleeding resolved by (B)(6) 2016. Though the patient did not undergo any surgical procedures he received a total of 9 units of packed red blood cells (prbcs), 1 unit of fresh frozen plasma (ffp), and intravenous octreotide during his hospitalization. The patient also reported bleeding from the surgical wound during this time. He was additionally treated with silver nitrate and oral vitamin k. The medical team believed that the gi bleed was probably the result of a recently-clipped polyp removal that had not had a chance to heal. The patient was discharged in stable condition on (B)(6) 2016, with a stable inr (1.45) and an hemoglobin and hematocrit (h&h) of 9.9/31.4.